Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 6 months from implant placement date. Oral hygiene around the implant site was moderate. During the surgery, no findings were reported. Patient has since recovered.